Manufacturer narrative:
The lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced inflatable penile prosthesis (ipp) right cylinder migration. The device slipped out of the corpora into the abdomen. A revision surgery was performed. There were no patient complications.